Manufacturer narrative:
Device passed displacement test and self test. Adjusted the audio options audio volume 1-5 and verified audio tone does not adjust accordingly. Pump error 63 alarm confirmed in insulin pump history due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump not beeping and vibrating. Customer's blood glucose level was 211 mg/dl and other relevant blood glucose 95 mg/dl. Customer was advised to adjust the audio volume to 1, press save, and listen for the beep and to adjust the audio volume to 5, press save, and listen for the beep. Customer reports they did not hear beeps when audio volume settings were saved. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.